Event description:
First my periods started to get really heavy with blood clots, went from 3-5 day periods to 7-14 day periods with abdominal bloating/cramps, and back pain.(previous to that my periods were mild with cravings of chocolate only) I then woke up one morning with hip/groin pain. It has progressed to chronic pelvic pain, lower back pain all on the right side where my coil is located. I also have joint pain, heart palpitations, breast pain/tenderness, cysts in vaginal opening, a lot of vaginal discharge with no odor, night sweats, extreme fatigue, flatulence, vaginal gas, abdominal bloating between 4-8 inches every time I eat, insomnia, muscle spasms, bleeding and pain during intercourse, weight gain, I can not stand or sit for more than 15-20 minutes without severe back and hip pain. Bending is painful. I am unable to carry my (B)(6) for more than a few minutes.